Event description:
Pads were placed on coding patient and CPR was initiated. About half way through CPR, the pads became dislodged on his chest. The glue on the back side of the pads rolled and we needed to replace them half way through the code. Unfortunately the wrapping around the pads was thrown away so I don't have any codes from the pads but I did verify that they were not expired before someone accidentally threw them away.